Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a leak in the area of the homechoice cassette during peritoneal dialysis therapy. The patient still completed the therapy with this leaking. The patient stated that they did open their supplies with a pair of scissors but they did not believe that they were cutting the cassettes. There was no patient injury or medical intervention associated with this event. No additional information is available.